Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2010 and that it had performed to specification up to (B)(4) 2012. Information obtained from the device confirmed the device failed a manual test on (B)(4) 2012 because of a low battery. Investigation and testing confirmed that the software successfully upgraded the software from 3.0.8 to 3.2.0 using the heartsine samaritan pad universal upgrader. Therefore, the reported fault could not be replicated. Testing did, however, confirm a fault with the +ve and -ve terminal pogo pins. When tested under load, the current flow through the pins was reduced to a level that would be sufficient to trigger a low battery warning. The device and returned pad-pak from lot 748 were tested and although the fluctuations in voltage were significant to trigger the low battery warning, the device and pad-pak both performed to specification. This device was returned within 24 hours. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device malfunctioned in that the software would not upgrade.